Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: there was "easy cap separation. When changing tube during blood collection, the cap fell out."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for closure separation with the incident lot was not observed. The photo does show the hemogard closure assembly is not attached to the tube and the blood has not been contained. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 were subjected to functional draw testing and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode because the photo did show a failure; however, the retention samples did not exhibit the customer¿s failure mode of ¿stopper function¿. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: there was "easy cap separation. When changing tube during blood collection, the cap fell out."